Manufacturer narrative:
Three opened 23 gauge (ga) trocar assemblies in a small part tray (smpt) within a tray were received for the report of there was water at the inlet and outlet. The returned samples were visually inspected and were found to be non-conforming with overlapped and open septums. Functional leak testing was performed on the samples and they were deemed non-conforming due to excess leakage coming from the overlapped/open valves. The exact root cause for this complaint is unknown; the overlapped/open condition of the valves contributed to the reported event; how and when the valves became overlapped/open cannot be determined from the evaluation performed. The exact root cause for this complaint is unknown and an investigation have been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. The associated effectiveness has been maintained. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for overlapped/open valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the trocar leaked and there was water at the inlet and outlet/low iop/eye collapse; therefore, the condition of the product could not be verified. The product was processed and released according to the product¿s acceptance criteria. Because a sample was not received at the manufacturing site and the product was processed and released according to the product¿s acceptance criteria, the exact root cause for this complaint is unknown. Investigations have been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that trocar leakage occurred which led to low intraocular pressure and eyeball collapse intraoperatively. The product was replaced and the procedure was completed successfully.